Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power switch failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) states customer has elected to cancel the service order. Customer believes this was a case of improper equipment usage. Unit was cleared for clinical use is unknown. Additional information was requested from the customer with regard to the status of the iabp. H3 other text : service was cancelled

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code).